Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead thresholds increased one day post implant. It was noted the rv and right atrial (ra) leads pulled back when patient stood up. The leads were repositioned and remain in use. No patient complications have been reported as a result of this event.